Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4k0900 sig power sigphandle handle - sigphandle, serial# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the powered stapler reload, there were firing issues with the reload. The instrument did not fire as expected, and there was a staple formation issue where the reload fired initially but did not continue, resulting in no complete b-shape staple formation. To resolve the issue, the device was replaced with another reload. No consequences or impact to the patient were reported.

Event description:
It was reported that during a laparoscopic right hemicolectomy involving the powered stapler reload, there were firing issues with the reload. The instrument did not fire as expected, and there was a staple formation issue where the reload fired initially but did not continue, resulting in no complete b-shape staple formation. To resolve the issue, the device was replaced with another reload. No consequences or impact to the patient were reported.

Manufacturer narrative:
Additional information: b5, d1, d4, g3, h4, h5, h8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.